Event description:
It was reported that the nurse at the facility had attempted to start a blinatumomab infusion, but upon powering up the pump, it had continued to alarm despite displaying "stopped." The issue had been identified as a "no disposable" pump alarm. The line had been clamped, and the cassette had been removed. The tubing had been massaged, and the green tab had been depressed, with no air noted. The cassette had been reconnected, and an attempt had been made to restart the pump, yet the alarm had persisted. It had been suggested to try a new pump and/or a new cassette. The reservoir volume had been recorded as 270 ml, with a rate of 10 ml/hr and 0 ml administered. The event occurred while in use with a patient, and the patient was not affected.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.